Event description:
In 3 post-op visits, the patient's iop was: 26mmhg, 30mmhg, 20mmhg.

Manufacturer narrative:
The sample was returned to new world medical, was tested, and met the acceptance criteria. The issue of high iop as reported by the customer was not confirmed. The valve performed within the intended functioning range of the device.

Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The device has not been explanted yet, and not available for evaluation.

Event description:
Dr. Implanted an ahmed fp7 for a patient on (B)(6) 2021. Pod 1, patient had a flat bleb with elevated iop. Dr. Massaged the eye and raised a very small bleb and lowered the iop slightly. Dr. Thought that perhaps there was a blood clot over the plate that was displaced. 2 additional postop visits later, the device is not draining at all, conjunctiva is completely flat over the plate with no bleb and elevated iop. Pre-op iop: 25mmhg. Post-op iop: 26, 30, 20 in 3 post-op visits.